Event description:
It was reported that during a vats wedge resection procedure, the device was being used with a gold cartridge. On the first firing, they went into the thoracic cavity and the cartridge fell out. The surgeon brought the device and cartridge out and snapped it back into place and re-inserted the device. The device was closed without problem and the surgeon waited 15 seconds before firing. The first stroke was fine, but the second and third strokes were difficult. After firing, the surgeon found that at the distal end the staples were missing. Another device was used to complete the procedure. Post operatively, the patient had a severe air leak and was sent to the ICU. The surgeon is having a hard time stopping the air leak. In a conversation between the surgeon and ees medical consultant, the surgeon does not attribute the leakage to the device. He indicated the staples did not form at the distal end of the staple line. He thinks that he may have put too much tissue within the staple jaw preventing the staple legs from coming in contact with the anvil pockets. The patient had been discharged home and returned two days post op with a staple line leak.

Manufacturer narrative:
Information anticipated, but unavailable at this time.